Event description:
It was reported that the drill overheated during testing by the manufacturer. There was no patient involvement and no adverse consequences associated with the event.

Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed damage to the cable in the motor assembly and corroded bearings in the rotor assembly. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated.